Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. (B)(6) pharmacist, is calling on behalf of the customer. The customer is concerned with the result of 41mg/dl. The expected fasting blood glucose test result range is 120 to 130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 10/18/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).